Manufacturer narrative:
The previous percutaneous lead and clamshell repair was reported in MFR. Report # 2916596-2017-00939. Approximate age of device: 6 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that there were multiple power cable disconnects isolated to the black system controller cable. Log file analysis confirmed the disconnects on the black lead. Due to the patient's tenuous situation and past history of possible internal compromise with the percutaneous lead and clamshell repair, the controller was not exchanged. The patient was scheduled for a heart transplant. No additional information was provided.

Event description:
Additional information. It was reported that the patient received a transplanted on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the internal compromise with the driveline could not conclusively be established through this evaluation. A specific cause for the power cable disconnect alarms could not be determined through this evaluation. The submitted log file contained data from 02sep2018 to 25sep2018. The pump speed remained above the low speed limit for the duration of the file and the pump appeared to be functioning as intended. The hmii lvas instructions for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information is available. The manufacturer is closing the file on this event.